Event description:
Sterile abscess developed at injection site 8 weeks after routine trans-urethral injection. Drainage procedure for removal of obstructive & irritative voiding symptoms required. Pt currently asymptomatic except for continued urinary incontinence.